Manufacturer narrative:
The insulin pump received with broken off and missing end cap. Unable to perform displacement test due to broken off and missing end cap. Unable to confirm loose drive support disk due to broken off and missing end cap. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer disconnected from the insulin pump and reverted to manual injections after noticing the drive support cap was sticking out. The customer noticed having a few unexplained high blood glucose levels the last couple of days. Therefore, they changed the infusion sets. The customer was advised to remain on their backup plan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.